Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml; 400 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was unknown. It was reported that the patient experienced a low-grade fever, headache, nausea "about two months ago". At that time, the managing physician did an expected versus actual residual volume from the pump and those values matched. No other diagnostic tests were done. On (B)(6) 2018 the infusion rate was increased from 325 mcg/day to 350 mcg/day; on (B)(6) 2018 infusion rate was increased from 350 mcg/day to 400 mcg/day. On (B)(6) 2019 the pump was replaced for expected end of life (eol). When the existing catheter was disconnected from the pump there was no retrograde flow of cerebral spinal fluid (csf). A spinal incision was made, and spontaneous retrograde flow of csf was observed from the spinal catheter. A new pump segment was spliced on to the existing spinal segment after the partially sheared spinal segment was cut off. As the neurosurgeon was securing a new connector/strain relief sheaths, he noticed the existing spinal segment was partially sheared 1.5 cm above the new connector. Requested another connector from a new kit; cut off 1.5 cm from newly implanted pump segment at connector site and then spliced the remaining 20.5 cm spinal segment onto the newly implanted 64.5 cm pump segment. The explanted catheter will be returned to the manufacturer. The daily infusion rate will be restarted at 200 mcg/day, which is half the prior rate of 400 mcg/day. No diagnostics/troubleshooting were performed. No environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. Patient weight was 48 kilograms. Medical history was brain hemorrhage. No further complications were reported.

Manufacturer narrative:
B5: correction/update: the date of pump replacement was incorrectly reported as 8/14/2019. The correct date of pump replacement was (B)(6) 2018. Continuation of d11: product ID 8709 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: 2018-(B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 2008-(B)(6) UDI#: (B)(4) h3: the catheter was returned and analysis found the catheter body was broken. If information is provided in the future, a supplemental report will be issued.